Manufacturer narrative:
Pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to blank display. Pump received with cracked case display window corner and cracked battery tube threads noted.

Event description:
Customer reported via phone call that the insulin pump has a damage to the battery compartment. Customer's blood glucose at the time of the incident was 72 mg/dl. The device has been returned for analysis.